Manufacturer narrative:
The reported device was not made available to the designated complaint unit for independent evaluation; thus, a visual inspection and functional testing could not be performed. An analysis of the customer provided pictures did not reveal any physical damage to the outside of the unit or the cord. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the powermax elite mdu hand control jammed and overheated. No patient injury or complications were reported.